Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a radial artery access approach during a procedure of the ramus the 2.5 x 12 mm trek balloon dilatation catheter was advanced to the lesion and the first predilatation inflation at 10 atmosphere (atm) for 24 seconds was completed without reported issue, however, the balloon became stuck on the guide wire. The balloon had been deflated and under neutral pressure; the two devices were removed from the anatomy as a system without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The balance middleweight referenced is being filed under a separate manufacturing report number.